Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the nurses were unable to access the system to provide medications to patients, resulting in a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer was failed repeatedly. A field service engineer troubleshot an issue with several cubie lids not opening and discussed the affected units with the user. It was observed that the problematic cubies appeared to be overfilled. Tested all cubies in drawers 1.1 and 1.2 using the hardware test application, and they functioned properly. Additionally, found that the open/close sensor had fallen off, reattached it and ensured it was securely in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the nurses were unable to access the system to provide medications to patients, resulting in a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.